Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that two foley catheters fell apart back-to-back upon being placed.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. No samples or digital images were received for evaluation therefore the reported condition could not be confirmed. Based on similarly reported cases, the root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.